Manufacturer narrative:
Concomitant medical products: ddmb1d4, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low level noise with oversensing. The oversensing could not be duplicated in the clinic. The lead remains in use and the physician will monitor the patient closer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.